Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was maybe 3 years ago even if the ins was off and when the patient was picking up branches or doing yard work the stimulation would instantly shock them and it made their whole left side feel like they hit a funny bone to where they could not walk. Patient said it enabled them to go down to their knees. Patient notified their healthcare provider of the issue and the healthcare provider looked at the patient like they were crazy. Pt felt like maybe there was stuff loose in them. Patient claimed they had called 2 years ago then a year ago and they got tired of calling to let them know; but they could not meet with a rep. They were suppose to hear from someone during covid but did not get a call back in 2021 or 2022.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.